Event description:
The preoperative workup revealed no infection. The procedure was successfully performed, and the pt was discharged home. Eight days post discharge, the pt returned to the surgeon with severe abdominal pain. Ultrasound revealed that gynecare intergel had cleared from the surgical cavity. Workup revealed a uti and "what seems like an inflammation." At the time of the report, the pt was not responding well to medication, and medical input was requested.